Event description:
It was reported that patient had implant placed on the lower right and was experiencing constant pain even though there was no nerve involvement. Tooth #31. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: pain, neuralgia.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). Patient weight unknown / not provided . Date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b8, (imp,tsv,4.1,8,mtx,mg) for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Removal process damage on implant. DHR review was completed for the subject lot number 1265733. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265733 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.